Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump got wet was not working. Experienced blank display, battery cap contact missing/damaged, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and found that the fluid under the lcd display. It was found that the battery cap contacts were missing or damaged. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions until a new battery cap arrives. No harm requiring medical intervention was reported. Product return status for mmt-1880 is unknown.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, cracks in the case on the battery tube side--one vertical and the other horizontal located about where the bottom of the battery compartment is located, cracked middle (enter) keypad button. The pump was received without a battery cap. Unable to confirm / not confirm if the battery cap contact was missing/damaged. After battery installation, a blank display was noted. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. The case was cut open. After visual inspection, there is severe corrosion all over the bottom of the inside of the case including rust on the bottom of the motor assembly. In summary, the customer¿s report of a blank display was confirmed during testing. The blank display is due to severe moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.